Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. No device history review or investigation could be performed, because no lot number was reported and the sample was not returned for evaluation.

Event description:
It was reported that during an acdf levels c4-c7 procedure: surgeon had inserted the ti vectra plate and screws with no problems. An x-ray was taken and surgeon wanted to re-position the plate. As surgeon was removing one screw on the left cranial side, the plate's elroy clip became unseated from the plate. Surgeon removed the remaining seven screws with no problem with the clips in the plate. Surgeon selected another plate and used rescue screws to complete the procedure.